Event description:
Customer reported that the paramedics where called due to low blood glucose. The blood glucose reading at the time when paramedics arrived was 50mg/dl. Customer stated that her coworker found her passed out on the floor and called paramedics. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.